Event description:
The pathologist reviewing the slides on this case noted material in one of the vessels. He suspects that the material may be the result of the angiography if portions of the polymer on the catheter were sheared off in the artery.